Manufacturer narrative:
Block e1: (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle broken/won't turn. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection found that the ligator housing teeth were damaged and the bands were overlapped. Additionally, the handle was rotated 180 degrees until an audible click was heard, and no issues were detected with the handle. The slack was taken up and secured to the post. No other problems with the device were noted. Upon analysis, it was determined that the teeth were damaged. The marks on the ligator housing teeth suggest that the device may have been subjected to excessive force, which likely caused the damage. Alternatively, this could be related to the technique used by the physician when inserting the device into the patient, resulting in damage to the teeth and potentially impacting the handle's functionality during band deployment. It is possible that the device's positioning or anatomical tortuosity during the procedure affected the handle's functionality when releasing the bands. Additionally, the technique used to grasp the varix or polyp with the ligator unit might have caused the suture to shift during the procedure, preventing proper band deployment and leading to band overlap. Furthermore, an attempt to release the band from the suture could have been hindered by damage to the teeth, which impacted the deployment process. Based on all available information, the probable cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure and inside the patient, the handle could not be rotated. The physician attempted to rotate the handle; however, the ligation band was displaced, making it impossible to continue the ligation. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information that was identified on october 9, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6). Block h2 (correction): block b5 (describe event or problem) has been updated based on the information that was identified on october 9, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle broken/won't turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure and inside the patient, the handle could not be rotated. The physician attempted to rotate the handle, however the ligation band was displaced, making it impossible to continue the ligation. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information that was identified on october 9, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle broken/won't turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure and inside the patient, the handle could not be rotated. The physician attempted to rotate the handle; however, the ligation band was displaced, making it impossible to continue the ligation. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.